Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during biomedical testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was determined that the root cause for this devices alarms was caused by a wide inscribed pin dimensional which has been proven to be a cause of false upstream occlusion alarms. During the eval, the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.